Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: evaluation expected, but not yet begun.

Event description:
It was reported that "the round bur broke off when it was used for dcr (dacryocystorhinostomy). The broken bur was replaced by another one, and the procedure was completed with no delay or adverse effect." It was confirmed that there were no fragments that required removal. There was no report of patient impact.

Manufacturer narrative:
Date of this report: 08/02/2015. Is this a single-use device that was reprocessed and reused on a patient? No. Date received by manufacturer: 08/28/2015. Product evaluation: analysis found that the received sample inner tube was fractured at the cutting mouth such that the tip was separated from the rest of the tube which would have resulted in the reported event. The fractured inner tube indicated excess torsional load or a defect in the tube itself. The instructions for use indicate; use adequate irrigation, avoid excess pressure, and to operate devices only at or below recommended speeds. There was no other significant damage / deformation or anomaly in the construction of the device that supports a likely cause; supplied materials, manufacturing, and misuse cannot be ruled out as potential causes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.